Event description:
It was reported that during an implant procedure. The left ventricle (lv) lead exhibited failure to capture. Hence, the physician elected to not used the lv lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Final analysis of electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.